Manufacturer narrative:
Pending evaluation. Concomitant medical products: 3 peg patella, 35mm (cn: 200-02-35; sn: (B)(4)). Logic cr tibial insert, slope ++, size 3, 11mm (cn: 02-012-49-3011; sn: (B)(4)). 510(k) number: k123687 & k14030.

Event description:
Femur and patella hotspot on bone, so the surgeon decided to revise to ps and change the patella. The femur had no on-growth. The patient's health was stable leaving the operating room.

Manufacturer narrative:
The evaluation noted the revision reported was likely the result of the femoral component and patella appearing as hot spots on the bone that may have been due to an insufficient bond between the implants and the bone which led to aseptic (non-infected) loosening. However, this cannot be confirmed because the components were not returned for evaluation. (D11) concomitant devices: 3 peg patella, 35mm (cn: (B)(4) ; sn: (B)(6). Logic cr tibial insert, slope ++, size 3, 11mm (cn: (B)(4) ; sn: (B)(6). Section(s): no information provided: a3, a5, b6, and b7. The following section(s) have additional info; d4 (UDI number), d6, d10, g4, g5, g7, h1, h2, h3, h4, h6, and h7.

Manufacturer narrative:
Additional information: b5, h6 clinical code, impact code.

Event description:
As reported, approximately 1 year and 5 months post the initial tka, the patient experienced a fall and injured his right knee. The patient underwent a bone scan which was reported to show increased uptake in the right patella region, thought to be due to possible loosening of the patella button, and hyperaemia at the right tibial tubercle in keeping with ligamentous insertional change and uptake was otherwise unremarkable in relation to the right knee prosthesis. The bone scan confirmed that the patient has subsequently developed component loosening. The surgeon recommended that the patient undergo a revision total knee replacement with cement fixation of the devices. The patient was revised.

Manufacturer narrative:
Please disregard additional information "the patient experienced a fall and injured his right knee" reported in b5 in follow up #2, as it was determined that the patient's fall occurred prior to the initial implantation. The rest of the additional information reported is accurate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: the revision reported may have been due to loosening and prosthesis wear. However, this cannot be confirmed and potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.